Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2023-00122. During the percutaneous transluminal aortic valvuloplasty (ptav) procedure, blood leaks occurred with the valve on two sheaths. After puncture in the antebrachial vein, the physician found the valve was leaking blood. The sheath was then replaced, but the second sheath had the same issue. The physician thought the situation was better than with the first sheath and so it was used to complete the procedure with no adverse patient consequences.